Manufacturer narrative:
The reported complaint of a quattro catheter (lot #158358) leak was confirmed during functional testing. A bonding leak was observed at the distal end of the medial 1 balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Visual inspection of the returned catheter was performed and no physical damage was observed. Noticed blood residues in the balloons and inside distal, medial and proximal luered tubings. All lumens were flushed without resistance. During the pressure leak test, the returned catheter was connected to the pressurized inflation device and upon pressurizing the catheter, a bonding leak was observed at the distal end of medial 1 balloon. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number 158358. Seems that 500ml of sterile ns could be entered in the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. Re-training of the customer on usage of the catheter to assure appropriate location of the catheter during cooling therapy could be beneficial.

Event description:
On day 4 of ivtm therapy, the themogard console generated an "air trap" alarm and customer noticed the 500ml normal saline bag was empty, and air bubbles were observed throughout the start-up kit (suk) tubing. There was no saline fluid observed on or around the console. Per reporter, the quattro catheter (lot #158358) was inserted smooth into the patient's right femoral vein by a experienced physician. The catheter dwell time was 4 days. Infusion of about 500 milliliters of saline into the patient's bloodstream and catheter leak was suspected. The catheter was removed and the patient treatment was continues using adjunct therapy. Per customer, no device malfunction was reported on the themogard console. No consequences or impact to the patient.